Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2, b3, d6: estimated date g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for death. This event was captured based on literature review of the article titled: "gender-related differences in patients undergoing transcatheter mitral valve interventions in clinical practice: 1-year results from the german trami registry", which identified mitraclip devices that may be related to death. Specific patient information is documented as unknown. Details are listed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record could not be performed as the lot and part number was not provided. Based on the information reviewed, a definitive cause for reported adverse event could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Contact office first and last name